Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-8835-20 low profile screw head broke off. This occurred during an ankle fracture on (B)(6) 2024 when the screw was inserted into the bone, the screw head broke off. The fragment was able to be retrieved. The patient had an average bone. A drill was used to prep the bone. This resulted in a delay of 10-12 minutes. It is unknown if additional anesthesia was administered. The case was completed using another ar-8835-20. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.